Event description:
Patient presented to the physician with limited neck mobility since the implant procedure. On examination, the physician suspected the issue was related to positioning during the implant procedure. Physician referred the patient to physical therapy.